Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. An in clinic follow-up was anticipated. However, the patient passed away before being seen for evaluation. The cause of the patient's death is not known and it is not known if the death was related to the rv lead. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.